Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter occupation: value analysis coordinator - supply chain management. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time as no further information is available. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) experienced catheter separation from hub. The following information was provided by the initial reporter: material no.: 383536, batch no.: unknown. Per response email: the tubing connected to the IV came apart. Nurse at hospital started an IV and while starting it, the product literally fell apart - do not have the lot number . Per response email from initial reporter: on what date did the reported issue occur? I do not remember. Did the incident occur while the device was inserted into the patient? Yes. If so, did the device have to be removed surgically? Was there any injury, adverse event, change in treatment, or medical action due to the reported issue? No. Are patient identifiers available? (E.g. Age, weight, gender, hospital ID#, etc.) No. How did the catheter fall apart (i.e. What part, section of catheter)? The tubing connected to the IV came apart. What was the bd catalog/part number of the affected catheter? Ref 383536. Is the affected product, a photo, or a representative sample from the same lot available to be sent to bd for analysis? I do not know. I started an IV on a pt. I went to flush the IV and the tubing was disconnected from the IV. There was blood all over the floor. The tubing was never tugged, it just appeared to have fallen off the IV set.